Event description:
Procedure: nephrectomy. According to the reporter: while stapling across the renal pedicle, the cartridge closed, cut, staples were deployed but did not inform properly. Or time was deployed over 1 hour. The patient was transfused (amount of blood transfused could not be reported). A vascular surgeon occluded the vessels to control the bleeding. The surgeon had sewed the pedicle and continued on with the case.